Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high pacing impedance. Rv lead fracture was suspected. On (B)(6) 2026, the physician elected to cap and replace the rv lead. There were no patient consequences.